Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Event injury was updated and new event "medical device removal" added. Explant details added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B59454, b53031) inserted. The patient's medical history included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report clinical diagnosis intermetrial irregular bleeding source of specimen uterus, cervix, bilateral fallopian tubes diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy bilateral salpingectomy: chronic cervicitis and proliferative endometrium. Unremarkable fallopian tubes. Addendum upon gross review of the case after discussing with dr. Pinto, although not mentioned in gross description of the fallopian tubes, metallic device in both fallopian tubes (essure) were present.. Lot number: b53031 manufacturing date: 2013-07 expiration date: 2016-07. Lot number: b59454 manufacturing date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B59454, b53031) inserted. The patient's medical history included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report, clinical diagnosis, intermedial irregular bleeding, source of specimen, uterus, cervix, bilateral fallopian tubes, diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy bilateral salpingectomy: chronic cervicitis and proliferative endometrium. Unremarkable fallopian tubes. Addendum upon gross review of the case after discussing with dr. (B)(6), although not mentioned in gross description of the fallopian tubes, metallic device in both fallopian tubes (essure) were present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received. Reporter information updated. Other relevant history updated. Lot number newly added. Event medical device removal updated to abnormal uterine bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.